Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after activation of the bd safetyglide¿ insulin syringe safety feature the safety mechanism flew off of the syringe resulting in a needle stick injury. Exposure to blood occurred after needle stick injury. Nurse followed necessary needle stick protocol.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR reviews completed by manufacturing for each of the reported lot numbers. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for safety failure and needle stick and the 2nd related complaint for needle hub separates on lot # 7332705 and lot # 7332703. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Additional information. Change from unknown status to; there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7332705. Medical device expiration date: 11/30/2022. Device manufacture date: 11/28/2017. Medical device lot #: 7332703. Medical device expiration date: 11/30/2022. Device manufacture date: 11/28/2017.